Event description:
Pt alleges receiving implants on 7/13/76. Pt alleges mammogram of 10/19/93 shows possible rupture. Pt also alleges dr advises removal. Physician's note states implants present since 1976 with mammographic evidence of possible rupture.